Event description:
The pump was returned for investigation. Investigation revealed that the battery cap returned with the pump was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: during investigation, a review of the pump history showed multiple pump reboots. The returned battery cap was observed to have stripped threads. The battery cap was not able to secure to the pump. No damage found to the battery compartment.